Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The touch display was not working. In addition, the following non-reportable malfunctions were found during the device evaluation: no image on monitor. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it was confirmed the reported issue was caused by a faulty printed circuit board. However, the specific cause of the faulty printed circuit board was not established at this time. Olympus will continue to monitor field performance for this device.

Event description:
The olympus field service engineer reported (on behalf of the customer) that the screen blacked out causing no image and color bars appeared on the monitor while the camera head was connected when using the visera elite ii video system center. The issue occurred during diagnostic procedure transurethral resection of the prostate (turp) and was completed with a similar device. There was no patient harm associated with the event.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.